Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle came through the side of the sheath instead of the end. This issue occurred during the start of a diagnostic endobronchial ultrasound (ebus) bronchoscopy procedure that was completed with a similar device. Two of the subject devices were returned for this event. There were no reports of patient harm. This is report 2 of 2.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent/kinked insertion portion sheath. Olympus will continue to monitor the performance of this device.